Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from the needle during use. The following information was provided by the initial reporter, translated from chinese: "during use, the indwelling needle was found to be leaking."

Manufacturer narrative:
Investigation summary - a sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. A device history review was conducted for lot number 2315207. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.